Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw portion of the locator abutment (imloa004) fractured. Tooth location 11.

Manufacturer narrative:
One locator abutment was returned for evaluation. The device was shipped to the supplier (zest) for evaluation. No material or product defect was noted. The complaint is confirmed. A singular cause cannot be determined. The following sections were updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.